Event description:
It was reported that the caller experienced a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and educated the caller about avoiding exposure to certain magnets that could trigger the alarm. As corrective actions, the customer was instructed to use multiple daily injections as a backup therapy, and a replacement pump was sent. The caller was also given guidance on returning the problematic pump and setting the pump into storage mode before the return.